Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low glucose (glu) result generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported outside the laboratory. The erroneously low result was not believable and was confirmed prior to reporting the result. Sample was run on another analyzer to confirm the first result, which was the reported specimen. No death or serious injury and no affect to patient treatment is associated with this issue.

Manufacturer narrative:
Qc was running to establish specifications before and after event. Root cause is unknown at this time. A malfunction will be assumed for the purpose of this analysis.